Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that she has accidentally stuck herself several times with the protruding lancet. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.